Event description:
It was reported that the guardians noticed an obvious decline in pt's hearing performance on (B)(6) 2012. A history of a head trauma is denied by the guardians. The external parts were checked and found to be functional. Testing shows that the device has malfunctioned. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.